Manufacturer narrative:
The device was received with the needle mechanism fully deployed. The investigation found no evidence of physical damages or defects that would cause a failure to deliver insulin. Investigation found fluid was able to travel the complete fluid path. The pod data was free of timeouts and drive stalls suggesting the pod did not struggle to deliver insulin. No problem was found. Inspection of the fluid path found the formed needle to be misaligned. Blood was not observed on the device. This misaligned formed needle cannot be confirmed as the root cause of the user reported events.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 250 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given insulin. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.